Event description:
According to the reporter, the unit was returned because the pump is turning on and off. There was no patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿turns on and off¿. The unit was triaged and the reported issue was confirmed. The most likely root cause is defective power dome switch due to typical wear/tear. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.